Event description:
It was reported that twelve hours post lap gastric bypass, the patient was brought back for an intra-luminal gastric pouch bleed. The stomach was evacuated of all the blood and the anastomosis was oversewn. Patient's blood crit had dropped, but it was unknown if any blood products were required.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.